Event description:
The autopulse platform (sn (B)(4) was used in the non-traumatic shock room to resuscitate a male patient in cardiac arrest. The ongoing resuscitation was in place before the platform use. The platform stopped after performing 3 compressions. The platform was restarted, however, the customer was not able to resolve the issue and the platform stopped again after performing 3 compressions. The lucas device was used from the catheter lab to continue CPR. The patient's status information was requested but the customer did not provide a response. During the troubleshooting of the platform, the belt cover of the lifeband (lot# 179342) was observed torn and had disrupted operation since it had damage. Per the reporter, the autopulse battery was replaced and the lifeband was examined during the morning shift check. The lifeband was noted in good condition. Please see the following related MFR reports: MFR (B)(4) for autopulse lifeband (lot# 179342).

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) stopped after performing compressions was confirmed during the archive data review but not during the functional testing. The returned platform passed the functional testing and performed as intended. The cause for the reported complaint based on the archive data review was due to the user advisory (ua) 17 (max motor on time exceeded during active operation) error message, likely due to the large size and stiffness of the patient's chest. No malfunction was found during testing at zoll, and the autopulse platform functioned appropriately and as intended. During visual inspection, there was no physical damage observed on the autopulse platform. The archive showed multiple occurrences of the platform stopping after a few compressions due to the (ua) 17 error message on the reported event date. According to the archive, the motor was on too long during active operation. The autopulse did not reach the target depth within the specification. The take-up target and the encoder take-up end values indicate the patient chest circumference was large in size and very stiff to compress. These factors might have contributed to the device's stopping compression. In addition, the archive showed the presence of (ua) 02 (compression tracking error) and (ua) 07 (discrepancy between load 1 and load 2 too large) recorded on the event date without compression initiated, however, they were cleared by the user. The probable root cause for (ua) 02 and (ua) 07 could be due to the patient not being oriented on the platform correctly, most likely due to user error. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (ua) 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory (ua) 07 is an indication that the patient is out of position, or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The platform passed the initial functional testing without any fault or error. There was no device malfunction observed. The drive train motor brake gap was inspected and verified to be within the specification of (0.008" ±0. 001"). A load cell characterization test was performed and confirmed that both cell modules function within the specification. Waiting on the customer's approval for service repair.